Manufacturer narrative:
Date sent to the FDA: 08/18/2021 additional information: d9, h4, h6 a manufacturing record evaluation was performed for the finished device lot number qjmspe/ mcp496g38 and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual analysis of the returned product revealed that one opened sample product code mcp496 was received for evaluation. The strand was observed with body fluids and broken in several pieces due to degradation process caused by exposure to environment. The product code mcp496 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: where and how were the suture packages stored? Please specify. All sutures our stored in a supply room next to our conference room. How were the suture packages handled from the storage area to the operating room? Please specify. Sutures are stored as listed above and removed from the box they are received to set on the shelf was there any damage observed on suture packages prior to use? No did the foil packages appear wrinkled/creased before use? No when sutures were inspected prior to use, were any surface defects noticed? No are the sutures soaked in or prepped with any solutions before using to approximate tissue? No during suturing, were any surgical instruments used to directly grasp or pull on the suture strand portion of device? No ¿ only the actual suture do we use needle drivers, not on the strand connected to the sharp after approximately how many tissue passes did the suture break? The suturing was completed and tied. It was when the nurse went to put the bandage on that they all broke and incision popped open. What was the approximate distance from the needle attachment that the suture strand broke? N/a; see comment above did the procedures involve application of high tension on the sutures? Slightly more tension being on the patient¿s leg. This was not a case where there was a lot of edema in the extremities so it was pretty basic to suturing anywhere on the skin if there are any unopened packages of suture remaining in the operating room after procedures are completed, if those packages are returned to inventory, typically what container are they stored in? Please specify. We keep all unused and unopened sutures in the same box they came in.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure names and dates-(B)(6) 2020, suturing after. Please provide product codes for each device mono 4-0 mcp496. Please provide lot numbers for each device-qjmspe. How were procedures completed? 1. What tissue was being approximated or sutured when it broke? Subq, scalp. Please provide status of product return- waiting for kit to arrive to send the return. Note: events reported in 2210968-2021-06535, 2210968-2021-06536, 2210968-2021-06537, 2210968-2021-06538, 2210968-2021-06539, 2210968-2021-06540, 2210968-2021-06541, 2210968-2021-06542, 2210968-2021-06543, 2210968-2021-06544, 2210968-2021-06545, and 2210968-2021-06546. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.